Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump module had a channel error. No further event information was made available. There was patient involvement but no harm.

Manufacturer narrative:
Correction : annex b : b21. Annex c : c21. Annex d : d16. Additional information: device eval by manufacturer? & manufacturer narrative. Annex a : a0709, a230502. Annex g : g0301204, g0405206. Annex b : b01, b14. Annex c : c07, c0201. Annex d : d15. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the pump module had a channel error. No further event information was made available. There was patient involvement but no harm.